Event description:
Vasoview cautery started beeping like being used and was not at that moment. Then the device started to smoke. Device was not directly being used on patient at the time of the incident.